Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis; however, the evaluation has not been completed.

Event description:
It was reported that during a da vinci-assisted surgical procedure, an issue was reported with the vessel sealer becoming "sticky," causing tissue to adhere to it after cutting. Despite attempts by the customer to wipe and troubleshoot the instrument, the issue persisted. Since the surgeon was nearly finished with the procedure, they opted not to open a new vessel sealer. The procedure was completed successfully, and no injuries were reported. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information; however, no further details have been received as of the date of this report.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend (vse) instrument was analyzed and found to have a bent knife cable. The bent knife cable was catching when attempting to enter the garage after cutting. Excess bio debris was found inside the jaws. The cut test failed 2 out of 2 attempts. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer-reported issue.

Event description:
Refer to h11 for follow-up information.